Manufacturer narrative:
The viper2 modified 5mm aspirating tap assembly (product code: 6983-29-301, lot number: g0509) was returned to the complaints handling unit (chu) on february 9th, 2015. The neck of the tap appeared to have broken off at a weld 64mm from the distal tip. The assembly was subsequently submitted for fracture analysis. Optical images of the fractured surfaces reveal evidence of plastic deformation and a rough appearance that moves from the bottom of the image upwards towards the potential fracture termination site, indicating that the tap underwent a static overload failure. No material defects or abnormalities were observed in this analysis. No fracture analysis was performed. The tip of the tap is a cannulated part. The hardness of the material cannot be accurately gaged on cannulated instruments using the available test methods. In addition, the fracture occurred at a weld and the weld does not fully represent the strength of the materials. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tap breaking intra-operatively cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause may be static overload failure, potentially due to unexpectedly high forces placed on the tip of the tap during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm. Instrument broke. Complaint form sent per complaint form: dr (B)(6) was placing the tap in the pedicle and the tip of the tap broke off. He used a pair of hemostats the remove the broken piece. None of the broken parts remained in the patient.